Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with varices banding procedure performed on (B)(6) 2024. During the procedure, after the device was set-up, the bands would not deploy. It was reported that the procedure was completed successfully; however, it was unknown what device was used to complete the procedure. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (additional information): block h5 has been updated based on the additional information received on july 17, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with varices banding procedure performed on (B)(6) 2024. During the procedure, after the device was set-up, the bands would not deploy. It was reported that the procedure was completed successfully; however, it was unknown what device was used to complete the procedure. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on july 17, 2024: the speedband superview super 7 was used in the esophagus and the esophagogastroduodenoscopy (egd) with varices banding procedure was completed with another speedband superview super 7.